Event description:
Philips received a complaint on the heartstart xl device indicating that there was an error message.

Manufacturer narrative:
Phone number: (B)(6).

Manufacturer narrative:
The available details indicate that the device had error report. The device has not been made available to philips, so visual and functional testing could not be performed. The device remains at the customer site, and no further evaluation is warranted at this time.